Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Event description:
Patient reported a rupture and granuloma. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to confirm as it is a medical event not related to the device. Silicone migration: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. In the photos observed two devices, it¿s not labeled for side explanted, a device appears to be intact, and the other have an opening. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late and silicone migration.

Event description:
Healthcare professional later reported right side device shows linguini signs, intracapsular + extracapsular rupture with siliconomes in the axilla, minimal and insignificant liquid accumulation confirmed by MRI. The device has been explanted.

Event description:
Patient reported a right side rupture and siliconomas diagnosed by ultrasound and MRI. MRI report shows "right device shows linguini signs, intracapsular and extracapsular rupture with siliconomes in the axilla. Minimal and insignificant liquid accumulation". The device has been explanted.